Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised for a second time due to a dislocation on (B)(6) 2021. ø36 centered glenosphere, ø36+6 humeral cup and ø24 glenoid baseplate with associated screws were removed and replaced by ø40 centered glenosphere, ø40+3 humeral cup, post extension and ø24 glenoid baseplate with associated screws. Primary surgery on (B)(6) 2021 and first revision surgery on (B)(6) 2021.